Manufacturer narrative:
(B)(4).

Event description:
The patient's appetite improved during her implantable neurostimulation trial but she began to get full very quickly. She had good relief for about 3 weeks but then her symptoms returned. A lead revision was performed but the patient still was not receiving a therapeutic benefit. Additional information has been requested, a follow-up report will be sent if additional information becomes available.